Manufacturer narrative:
**Update** (B)(4) 2013 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from inflammation and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2120333, zv8eb1000, and z75b21000. A search of the complaint database search finds additional reported incidents against lot codes 1104119 and z36kg4000 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and a constant limp. *update** 3/5/2013- pfs and medical records received. Medical records indicated the correct doi and dor. Part/lot was identified and the stem was reported due to loosening. A cup and screw were added, but not reported, due to a revision for infection years later. Multiple surgeries were discovered and reported separately, see linked complaints.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.